Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A complaint lot history check was performed on lot # 0303290 for needle clog. This is the 1st. Related complaint for needle clog on lot # 0303290. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that insulin did not flow with 11 bd nano¿ ultra-fine¿ pen needles and with 3 the cannula had broken off. There was no report of patient impact.   The following information was provided by the initial reporter: it was reported by the consumer the pen needles clogged during the injection and the non patient end of the needle was missing.